Event description:
Abbas, 2016 ¿ predictors of outcome for endoscopic colorectal stenting: a decade experience. A retrospective review was conducted of all endoscopic stenting procedures performed by a colorectal surgeon at a tertiary referral institution between 2003 and 2013. Main outcome measures included technical success, clinical success, complications, and predictors of outcome. 16 cases of obstruction requiring intervention.